Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebu0313 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had difficulty connecting the "connector tube" with the groshong catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty making an attachment to the red connector was confirmed and the cause appeared to be supplier related. One groshong nxt connector was returned for investigation. The connector had been assembled. A segment of catheter was located within the distal connector. The locking barbs on the proximal connector exhibited deformation that is consistent with the material being grasped with forceps. A functional test revealed that the luer lock syringe could not be attached to the red connector. The syringe could not be attached to the connector due to flash around the connector threads. The connector was microscopically examined. The surface at the proximal end of the connector exhibited what appeared to be the polished surface and features of the mold, which indicates that the flat surface at the proximal end of the connector was not exposed to a hot surface after the connector was molded. The flash only appeared around the outer edge at the proximal edge of the connector threads. A lot history review (lhr) of rebu0313 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had difficulty connecting the "connector tube" with the groshong catheter.